Event description:
The first indicated problems were leaking of the 3-way syringe. Discussions between co and user resulted in reportedly incorrect assembly/repair in the field. Other locations have now reported problems with the stem, dual popping out of the dual syringe head when air pressure is applied. Preliminary info indicates that the o-ring comes off and allows the button and shaft along with the spring to pop out the head. This has occurred on units out of stock, therefore eliminating any possibility of incorrect maintenance procedures. The MFR has provided new assemblies as needed but a fix needs to be identified and applied across all assets. Due to mission requirements, it is too late to fix after it breaks.